Event description:
It was reported that a small volume intermate had white floating particulate matter in it. The device was compounded with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual (with the naked eye) and microscopic inspection did not identify white particulate matter in the fluid; however, a black particle was observed molded into the material of the stress-member component. This particle was round, approximately 0.04 millimeter squared in size, and outside of the fluid pathway. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured september 30, 2014 - october 3, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.